Manufacturer narrative:
Date of birth: (B)(6) 1962. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2014-01884 and 2134265-2014-01883. (B)(4) study. It was reported that myocardial infarction and very late stent thrombosis occurred. In (B)(6) 2011, the patient presented to the hospital and was referred for cardiac catheterization which revealed a 90% stenosed, de novo, long target lesion located in the mid left anterior descending (lad) artery with a reference vessel diameter of 2.75 mm and was 50mm in length. The target lesion was treated with pre-dilation using an unspecified balloon catheter and placement of a 2.50 mm x 20 mm, 2.50 mm x 20 mm, and 2.75 mm x 20 mm taxus element stents in an overlapping manner resulting to 10% residual stenosis. The patient was then discharged on aspirin and prasugrel one day post-procedure. In (B)(6) 2013, patient presented with pain in the lower limbs, radiating to the center of the chest which was diagnosed with stemi and was hospitalized on the same day. The patient's troponin values (peak troponin I= 6.32 ng/ml, uln= 0.04 ng/ml)were found to be elevated. The patient experienced ischemic symptoms and an event of mi was reported. The 90% focal stent thrombosis of previously placed stents in the mid lad to distal lad was treated with balloon angioplasty and placement of an unspecified drug eluting stent resulting to 0% residual stenosis. Additionally, the patient was diagnosed with acute arterial ischemia secondary to right lower limb displacement of arterial closure device. Five days post procedure, the events were considered to be resolved without residual effects and the patient was discharged.